Event description:
Surgeon reported infection around the implant at approximately 4 weeks post operatively. Cultures performed were positive for staph coagulase and propionibacterium organisms. A second surgery was performed to remove the implant. This device is used for treatment.